Manufacturer narrative:
No issues were reported with the original implantation of the endoskeleton® to implant. Ir ia possible that the threading damage on the implant resulted from the original case and was not detected. The 6-32 unc-2b threads are located on the posterior edge of endoskeleton® to implants. These threads are a design feature of the device for insertion. This feature does not impact fusion, stability or clinical outcome of the device. (B)(4).

Event description:
Surgeon was dissatisfied with the original placement and lack of fusion for an endoskeleton® to implant. During the revision surgery, the threads of the endoskeleton® to implant were discovered to be damaged. The endoskeleton® to implant was being used as an interbody fusion device with adjunct pedicle screws when the damaged threads were detected. A two level left sided approach tlif I-45 i5 s1 bilateral posterior instrumentation procedure was performed. Due to the damaged threads of the implant, tlif exploration was used for the explanation of the implant from the patient. The planned revision procedure was completed as planned with approximately a 15 minute delay due to the damaged threading on the implant. No adverse effects or injury to the patient occurred as a result of the damaged threading on the implant.

Manufacturer narrative:
The original case that implanted the endoskeleton® to implant occurred on (B)(6) 2015 at the (B)(6). No issues were reported with the original implantation of the endoskeleton® to implant. It is possible that the threading damage on the implant resulted from the original case and was not detected. The 6-32 unc-2b threads are located on the posterior edge of endoskeleton® to implants. These threads are a design feature of the device for insertion. This feature does not impact fusion, stability or clinical outcome of the device. Dr. (B)(6) was contacted to receive expert opinion in regards to this situation. Dr. (B)(6) concluded "the implant is placed far enough into the disc space for a fusion to have occurred. While there is some prominence noted, this failure to fuse necessitated the removal and replacement of the implant. It should be covered under our warranty program." The device history records for the implant that was explanted was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. Device not returned.

Event description:
Surgeon was dissatisfied with the original placement and lack of fusion for an endoskeleton® to implant. During the revision surgery, the threads of the endoskeleton® to implant were discovered to be damaged. The endoskeleton® to implant was being used as an interbody fusion device with adjunct pedicle screws when the damaged threads were detected. A two level left sided approach tlif I-45 i5 s1 bilateral posterior instrumentation procedure was performed. Due to the damaged threads of the implant, tlif exploration was used for the explanation of the implant from the patient. The planned revision procedure was completed as planned with approximately a 15 minute delay due to the damaged threading on the implant. No adverse effects or injury to the patient occurred as a result of the damaged threading on the implant.